Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department with a note that stated, "broken". No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device touchscreen does not respond. No additional information was provided.

Manufacturer narrative:
A field investigation engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen does not respond. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.